Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "had to have a drain to the right side for 1 week following the operation", "almost positive it is deflated", "a slow leak in there". This record is for the right side. Device remains implanted.